Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-04661, 1627487-2013-04669. It was reported the pt had gone to the emergency room on the night of (B)(6) 2013 due to pain. It was reported the pt had been placed on antibiotics the same day at the physician's office appointment. F/u identified the scs system was explanted, and the pt's wife reported the hosp personnel told her the pt may have bacteria meningitis. Further f/u identified the pt was receiving home health care each day and was placed on IV antibiotics. It was reported the pt had increased wellness.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.